Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a 1.8/2.4mm double-ended drill guide broke in the guide and is stuck. Need a new drill guide. It is unknown when the event happened or if there was any delay nor injury reported. It is unknown if there was a s&n backup device available.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The drill bit was found to be fractured and jammed within the drill guide, rendering the device inoperative. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.